Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump went blank and changed batteries. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states they used the usual (B)(6) battery and said it did not work. Customer states they used the off brand battery and worked. The device will not be returned for analysis.